Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event of type iiia endoleak with component separation. This complaint is most likely device-related due to use of strata material. Procedure-related harms could not be determined. The final patient disposition was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device codes - remove 1068, 1354, 2907. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiia endoleak with component separation was detected via angiogram. The patient was reported asymptomatic and stable. The physician elected to treat the patient by implanting two (2) infrarenal afx devices on (B)(6) 2018. There have been no additional patient sequelae reported.